Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient's father called to speak to about a potentially inaccurate blood glucose (bg) reading. Patient had bg of 270 mg/dl during the night. No corrective insulin was given. Bg read 63 mg/dl this morning and patient was unresponsive. Patient was taken to ER this morning, (B)(6) 2013, and has undergone a CT scan. The health care provider (hcp) mentioned the patient may have had a seizure with a severe low bg. Just now at hospital, bg was 265 mg/dl on meter remote and 195 mg/dl on hospital meter. Dad does not want to trouble shoot pump at this time and is asking about checking accuracy of meter. Patient is being transferred to a children's hospital. The hcp put the patient back on pump about 1 hour ago per father. Customer technical support (cts) requested dad call back when patient stabilizes, to review pump history. This complaint is being reported as a patient on pump therapy was hospitalized for hypoglycemia related to an alleged non-specific device malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: the meter was not returned with the pump. The black box was found to begin on (B)(6) 2013. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history showed no errors or alarms associated with the complaint. The total daily doses were found to correctly reflect the user's programmed basal rates. The pump was tested on a delivery accuracy test; the pump passed the required test and was found to be delivering accurately and within the required specification. The complaint was unable to be duplicated due to the pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.